Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer called yesterday informed me about a fractured exeter stem in patient. Patient background was told to me. Female patient, age unknown, weight approx (B)(6). Primary hip operation done approx 7 years ago. No known complications reported during this op. According to customer/surgeon the patient experienced pain and started to limp recently. X-ray was made and a fractured stem appeared. Op was booked and a revision was made. So far no complications.